Manufacturer narrative:
A field service engineer (fse) was onsite to evaluate the device. Upon evaluation, the fse confirmed the customer¿s reported issue. The fse changed the device button and cleaned dust from inside of the device. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center power switch is stuck. The event occurred outside of the procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It is close to 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced by the field service engineer (fse) during service at the facility and the power switch was found to be broken. It was noted that the amount of force applied to the power switch and the number of pressing exceeded the original assumption made at the design phase. The switch was replaced with new power button and the inside of the device was cleaned from dust. The device was tested on site and it worked normally after the repair. Olympus will continue to monitor field performance for this device.